Event description:
It was reported the pt's stimulation has changed. Fluoroscopy showed the scs lead has migrated. No intervention has been planned or decided at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.